Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged and the instrument passed the electrical continuity test. The conductor wire was exposed. Components adjacent to the dislodged wire do not show damage. The complaint regarding a loose black cable was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar instrument had a loose black cable was loose. There was no reported injury.